Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced infusion set cannula was kinked. The infusion set was inserted in the abdomen. Patient's bg at the time of the issue was noticed was 400mg/dl. Patient replaced the infusion set and resumed insulin successfully. The infusion set was in use for less than 12 hours. Additionally, the patient reported a current high bg with an unknown suspected cause. The highest bg level reported was displayed as 'high'. The patient obtained their bg value from both cgm (high) and bg meter (557mg/dl). The patient took correction injection via mdi to address the high bg. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.